Manufacturer narrative:
Follow-up #1: date of submission: 04/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: during investigation, the battery compartment was cracked from the top of the battery compartment past the bumper to the pump case seal, and between the top of the display and the pump case seal. Unrelated to the original complaint, the pump was cracked between the bumper and the pump case seal. Additionally, the display was dim with vertical lines in the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.